Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer received an email regarding a recall notice with the adc device; however, a valid serial number has not been provided. No third-party treatment was reported. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation is planned as there was no allegation of a device deficiency. All pertinent information available to abbott diabetes care has been submitted.